Event description:
On 3/26/81 an ipp device was implanted. On 12/9/81 and 8/11/86 the cylinders and pump were revised. On 12/17/96 the ipp device was removed from the pt and a malleable device implanted due to non-functioning.